Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. The customer reported that insulin pump also received low battery alarm and power loss, no reservoir alarms. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected battery power loss alarm during testing, no unexpected replace battery now and no unexpected low battery alarm noted. Unit was monitored and low reservoir alarm function properly noted.